Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm was displaying a low reading (not specified) and she self-treated with orange juice. After that, the patient started shaking badly, hot, sweaty and dizzy while the cgm was 73mg/dl. She checked her bg using a bg meter and it was 450mg/dl. The patient¿s sister came over and let her use a different bg meter and also got a high bg reading (not specified). The patient was taken to the emergency room. Upon arrival, her bg was 490mg/dl and cgm was 70mg/dl. The patient was treated with 4 bags of IV fluids and insulin via injection. The patient was discharged the next day. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.